Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s symptoms had returned. Patient stated contacting the healthcare professional (hcp) and the hcp said that someone from the manufacturer of the patient¿s device would be calling the patient, but the patient had not heard from anyone. Patient had access to the patient programmer (pp) it showed stim was on and on program 2 at 2.5. Patient stated she had three programs 1,2, and 4. Patient had the ability to change settings and adjust stim. Patient reported feeling stim in the correct area. Patient increased stim to 3.0. Patient would see if increasing stim would help with symptoms. No further symptoms or complications reported or anticipated.